Event description:
Note: there was no patient involved. It was reported to boston scientific corporation on (B)(6), 2009 that a stone cone nitinol urological retrieval coil was noticed to be incorrectly labeled. This MDR documents the first of two devices identified in this event. Please reference medwatch report number 3005099803-2009-05639 which documents the second device. According to the complainant, the small label which is attached at the (B)(4) distribution center was printed in error. The main label was printed "batch expiration date: 2012/07," but this small label was printed "batch expiration date: 2009/07." The problem was noticed by the dealer during unpacking and the packages were not sent to the hospital.

Event description:
Note: there was no pt involved. It was reported to boston scientific corporation on (B)(6), 2009 that a stone cone nitinol urological retrieval coil was noticed to be incorrectly labeled. This MDR documents the first of two devices identified in this event. Please reference medwatch report number 3005099803-2009-05639 which documents the second device. According to the complainant, the small label which is attached at the (B)(4) distribution center was printed in error. The main label was printed "batch expiration date 2012/07," but this small label was printed "batch expiration date: 2009/07." The problem was noticed by the dealer during unpacking and the packages were not sent to the hospital.

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for eval; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info received, a supplemental medwatch report will be filed. (B)(4).

Manufacturer narrative:
A visual analysis of the returned labels found that the two labels on the top face of the tray had different expiration dates. Investigation results indicate the product labels were created by accellent with an incorrect bar code for the "use by" date. Therefore, the most probable root cause for this complaint is supplier labeling.